Event description:
I was healthy and very active. No major health problems to speak of. In the 2.5 - 3 years after essure insertion, I started having back pain, horrible uti's, chronic constipation, joint and muscle pain, increased inflammation. Doctors were able to rule everything out from lupus, ra, gout etc. Only increased sed rate and crp. Many medications were taken with no benefit. I now take medication for ra with no diagnosis. My doctors cannot find any reason why I am sick. The pain is debilitating. I am convinced that my body is responding to the foreign object an whatever kind of materials are in the essure devices.